Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as expected. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the imaging system spin did transfer to the navigation system. Status bars on the navigation system were green during the time two spins were taken. While observing spins on the mobile view station (mvs), the images did not have a nav tag. The navigation system displayed an error message which indicated there was not enough navigable data available. The surgeon opted to abort navigation as a result of the reported issue. The delay to surgery was reported to be 15 minutes with no impact on patient outcome.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20 (a) reported via summary reporting to the FDA on (B)(6) 2018. Per the dose report received, there was one unused 3d dose of 8.9 msv absorbed by the patient and 4 additional unexposed people in the room. There was no reported impact to the outcome of the patient. If information is provided in the future, a supplemental report will be issued.